Event description:
Dr. (B)(6) injected a female pt into nasolabial folds, oral commissures and jawline with two 1.5 cc radiesse syringe on (B)(6) 2011 without any issues. On (B)(6) 2011, the pt was seen by dr. (B)(6) who observed bruising on the left side of nose. The area was red and purple with some crusting. There was no oozing from the area, was not warm to touch, no fever, no swelling or infection present. She stated the pt may possibly have "shingles or vascular occlusion on the left side of nose". She prescribed valtrex prophylactically. On (B)(6) 2011, during medical consultation with merz, dr. (B)(6) stated the pt developed a unilateral oozing and crusting which she believes to be consistent with shingles. Pt has had shingles previously. She has also considered vascular compromise, but consulted with an ent who stated that it would be very difficult to necrose the nasal alae with the abundant blood flow to the area. The pt has a bluish hue to the nasal alae with crusting, oozing and slight separation of the skin, per dr. (B)(6), nothing obviously necrotic was observed. Antibiotic and anti-viral have been initiated so culture would not be beneficial at this time. The use of nitro-paste, topical oxygen cream and local wound cares were reviewed. Pt's photos were reviewed and add'l consultation occurred with merz's (B)(4) and dr. (B)(6). The nature and treatment of vascular occlusion was reviewed along with differential between viral and infectious etiology. This appears to be injection into the facial artery and its branch - the lateral nasal artery. The area should be showered twice or three times daily and aquaphor applied continuously to keep moist. Hyper baric oxygen, aspirin and maintenance of prophylactic valtrex and antibiotics were recommended. Anticipated 3 weeks for resolution; advised not to debride early. The pt had seen a plastic surgeon who diagnosed her with shingles in the nasal area. The pt is on anti-viral and pain medications; names, doses and durations were unk. During f/u, dr. (B)(6) stated that the pt "is doing great, healing well". Area on the left nostril is red with a small scab, size less than a dime. Dr. (B)(6) stated an ent plastic surgeon diagnosed the pt as having shingles, inside of nose "looks good". No diagnostic tests were performed.

Manufacturer narrative:
Add'l lot used: 8071m0k1, lot 1028770, exp. 07/2013. The device history records for lots 1028099 and 1028770 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.